Event description:
Additional information: it was reported that the patient was admitted on (B)(6) 2017 and had extensive hospitalization: acute hospitalization: (B)(6) 2017, skilled nursing facility: (B)(6) 2018, acute rehabilitation: (B)(6) 2018, acute hospitalization: (B)(6) 2018, and acute rehabilitation: (B)(6) 2018. The family reported that prior to admission, the patient was not responding to questions when they noticed the facial droop. Prior to that the patient did not have any weakness or focal deficit. A computerized tomography (CT) and neuro evaluation were performed and head CT showed focal hypo-attenuation lateral right temporal lobe. It was reported that during admission, there was no large vessel occlusion warranting a thrombectomy per neurology input. The patient had normal lvad function and lactate dehydrogenase. An echocardiogram and cardiac computerized tomography (CT) were negative for thrombus in setting of sub therapeutic international normalized ratio (inr). Physical medicine and rehabilitation, physical therapy, and speech therapist were consulted. The patient was started on coumadin and a repeat surveillance CT demonstrated small hemorrhage, but no intervention was needed. Repeat head cts were stable and heparin infusion bridge with coumadin was started. A dobhoff was placed for nutrition and eventually a percutaneous endoscopic jejeunostomy (pej) tube was placed for long term nutrition. The patient developed a fever and pan cultures were negative. The patient was given short courses of antibiotics. The patient¿s ldh was also elevated, and was likely due to infection as the plasma hemoglobin was only 8.2 g/dl and the speed change echocardiogram was negative for thrombus. The patient¿s discharge diagnosis was: fever resolved, cerebrovascular accident, suspected thrombo-embolic in the setting of sub-therapeutic inr, hypertension, debility and left knee pain. The patient was transferred to a skilled nursing facility with the possibility of later transferring to acute rehabilitation with down trending ldh. It was reported on (B)(6) 2018 that the patient was at home with their family. The patient¿s inr was 2.2 on (B)(6) 2018. The patient is stable with coumadin, 6 mg daily.

Manufacturer narrative:
Event, concomitant medical products, device evaluated by MFR: the pump remains in use supporting the patient. A direct correlation between the device and the reported event could not be conclusively determined. The instructions for use lists stroke, bleeding, infection, and neurologic dysfunction as potential adverse events associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Device evaluated by MFR: placeholder.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 7 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that on (B)(6) 2017, the patient was brought to the emergency department by ambulance and presented with a gradual onset of moderate constant altered mental status that began one hour prior to arrival. The family noticed that the patient had a facial droop, was drooling and not responding appropriately. A head CT performed revealed a cerebrovascular accident and examination was consistent with hemiparesis of the right side. The head CT results were as follows: ¿no significant large vessel abnormality. New area of hypodensity involving the left insula and left parietal operculum. No hemorrhage or significant mass effect. New recent left middle cerebral artery ischemic infarct.¿ the patient had expressive aphasia. No additional information was provided.